Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on date of patient testing. The field application specialist verified the sample preanalytics of the laboratory, water conductivity, and the status of calibration and quality control. The investigation is ongoing.

Event description:
The initial reporter questioned low elecsys folate iii assay and elecsys vitamin b12 ii results on a cobas e411 disk. The customer provided questioned results for one patient. The initial results were not reported outside the laboratory and the customer performed repeat testing. The patient¿s initial vitamin b12 result was 50.00 pg/ml with a data flag, and repeat results were 241.2 pg/ml, alarm with no result, and 289.1 pg/ml. The patient¿s initial folate result was 2.81 ng/ml and repeat results were 10.89 ng/ml, 12.74 ng/ml, and 12.78 ng/ml. The folate reagent lot number used for patient testing was 414367 with an expiration date of 31-aug-2020. The vitamin b12 reagent lot number used for patient testing was 420891 with an expiration date of 31-jul-2020.

Manufacturer narrative:
The customer's most recent calibration results were ok. The field service engineer indicated the issue has not recurred. The investigation determined the issue was consistent with erroneous pipetting of the patient samples due to customer preanalytical sample handling and not using standard tube rack adapters. The cobas e411 operator¿s manual indicates that the correct use of standard tube rack adapters is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes.